Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 88 mg/dl, and the blood glucose value was 121 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 33 mg/dl. The sensor glucose value that triggered the suspend on low/suspended before the low event was also 80 mg/dl. The customer received a sensor updating alert. The customer experienced hypoglycemia. The event involved product(s) unomedical, mmt-7040a, mmt-1884, and mmt-332a. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was not performed for the low blood glucose. Troubleshooting was performed for the auto mode is unable to enter auto basal, and the customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. Troubleshooting was performed for the change sensor; the sensor is securely taped to the skin and is still in place. No further patient complications were reported. No product return is required for unomedical, mmt-7040a, mmt-1884, and mmt-332a.